Event description:
It was reported to vyaire medical that the ventilators screen was freezing and non responsive. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as manufacturing date was not obtained. 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Additional information received indicates that the customer was able to provide log files for review.

Manufacturer narrative:
Device evaluation update: after the log files were reviewed by the fa lab, no performance issues were found.